Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were crack marks found on 22m swivel connector of both the tracheal angular connector and the bronchial angular connector. Three representative samples were retrieved from current production at the manufacturing facility for simulation purposes. The samples were subjected to a plug gage test. During the testing it was found that the 22m swivel connector of all three representative samples is within specification. The representative samples were then subjected to excessive force to replicate the defect found in the returned sample. A crack mark is present when there is excessive force exerted onto the inner part of 22m swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. It was found that the failure could be replicated when there is excessive force exerted onto the inner part of 22m swivel connector. Due to an increasing trend in complaints from this lot number (18it10), a non-conformance was opened to further investigate.

Event description:
Customer complaint states: during the initiation and during the operation, the connector (which I attach to the double lumen tube) had to be removed and re-attached several times. It fell off every minute and the patient was not ventilated during these breaks. It was reported there was no patient desaturation or necessary medical intervention. Patient condition reported as good.

Manufacturer narrative:
(B)(4). It is unclear if the device is available for evaluation. Teleflex has requested this information.

Event description:
Customer complaint states: "during the initiation and during the operation, the connector (which I attach to the double lumen tube) had to be removed and re-attached several times. (Continued) it fell off every minute and the patient was not ventilated during these breaks". It was reported there was no patient desaturation or necessary medical intervention. Patient condition reported as good.